Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples broke. The hosp has not provided any add'l info.

Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.